Event description:
Pt had a traumatic event to his left leg in 2005. Treated by ortho with debridgement. Wound vac (kci) placed. Referred to wound clinic, with vac therapy, wound improved. Planned for skin graft. Therapy changed without rptr's knowledge two mos later to bluesky system. Arrived to or. Not graftable. Wound deteriorated/infected. Reapplied kci vac. Grafted 2 mos later. Wound closed.